Manufacturer narrative:
Correction to the initial MDR in block(s) b5: describe event or problem, d9: device avail for evaluation?, g1: MFR contact first name, and h10: additional MFR narrative. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited an irrigation port occlusion. During a myocardial ablation procedure to treat atrial flutter in the right atrium an intnav stblpt ds 7.5/110/2.5/7-4 qds ous catheter was selected for use. The error message p05 - check standby flow occurred when the zero was taken and energization was started at the cauterization point after completing the warm-up of the catheter. The catheter was removed from the patient's body and flushed when it was noted that the tip of the catheter seemed to be clogged; the flow rate was confirmed to be 30ml/min. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications. It was indicated that the device will not be returned for analysis as it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited an irrigation port occlusion. During a myocardial ablation procedure to treat atrial flutter in the right atrium an intnav stblpt ds 7.5/110/2.5/7-4 qds ous catheter was selected for use. The error message p05 - check standby flow occurred when the zero was taken and energization was started at the cauterization point after completing the warm-up of the catheter. The catheter was removed from the patient's body and flushed when it was noted that the tip of the catheter seemed to be clogged; the flow rate was confirmed to be 30ml/min. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications.